Event description:
Healthcare professional later reported capsular contracture, baker grade ii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and lymph nodes less reactive, enlarged.

Event description:
Patient reported, right side device rupture. And lymph nodes less reactive, enlarged. Diagnosed via ultrasound. And complaint of pain. The device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, capsular contracture, pain and lymphadenopathy was received on nov 06, 2024 with lot number 2377358. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required.

Event description:
Patient reported right side device rupture and lymph nodes less reactive, enlarged diagnosed via ultrasound and complaint of pain. Healthcare professional later reported "capsular contracture, baker grade ii and rupture". The device has been explanted and replaced with a non-abbvie device.